Event description:
Event description guidant received information that at the implant procedure for this fineline ii lead, a pneumothorax occured. The patient was monitored throughout the procedure and additional x-rays were performed. The patient was discharged two days post surgery and no other adverse events have been reported. The event will be re-evaluated if additional information is received.